Event description:
6/15/94 patient underwent a total hip replacement for avascular necrosis with collapse of femoral head. Epidural catheter inserted for pain management. On 6/16/94 patient states that while he was bathing the end of the epidural catheter flew off and hit the wall, leaving just the catheter hanging. Whithin 5 minutes, and anesthesiologist replaced the "injection port" and administered a duramorph dose without problems.